Event description:
The locking mechanism that secures the bone screw to the spine instrumentation construct would not engage. A second locking mechanism was necessitated. No injury to the pt was reported. No other info was provided to co.